Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the device was clicking and not driving the disposables properly. There was insufficient drive when the speed was turned up. The procedure was completed with the same motor drive by resetting it. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.